Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 5 unspecified bd quaduse extenion sets experienced deformation/damage/cracking. The following information was provided by the initial reporter: material no: unknown batch no: unknown. Broken quadfuse.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-10. Investigation summary: five used samples were returned by the customer. During inspection, three samples were found to have separated male luers, one sample was found to have a separated back check valve, and one sample had no defects or damages. When looking under a microscope, it was found that the four samples with separations had no traces of solvent at the connection sites. A device history record review could not be performed because a model or lot number was not provided by the customer. The root cause for the separation defects was determined to be an insufficient amount of solvent being added to the connection sites.

Event description:
It was reported that 5 unspecified bd quaduse extenion sets experienced deformation/damage/cracking. The following information was provided by the initial reporter: material no: unknown batch no: unknown. Broken quadfuse.